Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no adverse impact to the customer¿s blood glucose value. Customer resumed insulin delivery successfully.